Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information and referring to known similar events, it was presumed that tensile stress generated with wire removal had likely caused the reported separation of the tip of the sion blue guide wire. The applied stress would exceed the product design limit when the tip was being trapped and restricted its movement between the stent and calcium in the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] separation of the guide wire.

Event description:
Sus voluntary event report #: mw5101644 was received from the us distributor. It was reported that the tip of an asahi sion blue guide wire that was jailed behind a stent detached and remained in the left anterior descending artery (lad) and developed a pseudoaneurysm during a percutaneous coronary intervention (pci) to treat a 3-vessel native coronary artery disease with chronic total occlusion of the lad and right coronary artery (rca) with patent grafts to the lad and the rca. "6 french ebu 3.5 guide catheter was used to engage the left main. After confirming that act was therapeutic I tried to wire the left circumflex with a run-through wire. The left circumflex had a retroflexed takeoff behind the lesion in the distal left main which made it difficult to wire the left circumflex to begin with. I attempted sion blue wire which was also prolapsing into the lad. At this point I used super cross 90 degree angle microcatheter, with which I was able to advance the run-through into the left circumflex. The microcatheter was removed. Subsequently the lesion in the left circumflex was predilated with 3.0 angiosculpt balloon after which a 3.25 x 33 mm and 4.0 x 18 mm xience sierra stents were deployed in overlapping fashion from the left main into the left circumflex. Post dilation of the left circumflex was performed with a 3.25 noncompliant balloon. This point I had attempted to retrieve the wire which was jailed behind the struts extending from the left main into lad. However the wire appeared to be stuck between the calcified segment in the lad and the stent struts. To avoid shearing of the wire, I advanced turnpike lp microcatheter over this wire. With support from the microcatheter was able to retrieve the wire except the only distal tip of it which got fractured and got stuck between the stent struts and the calcification in the distal left main. While I was attempting to retrieve the wire, the guide had advanced into the left main and disrupted the stent struts. During this process the run-through came out of the left circumflex. I attempted multiple times to get back into the left circumflex however the wire kept going behind the stent struts due to the distortion from the guide catheter confirmed by ivus. I was able to advance the wire behind the stent struts from the left main into lad. Due to potential mall apposition in the left main and the wire kept going behind the stent struts at this point I decided to crush the left main stent going into the left circumflex over the wire in the lad. After crushing the stent I was able to reenter through the stent struts from the left main into the left circumflex using a fielder fc wire and microcatheter. After which I dilated the stent struts sequentially with a 2.0, followed by 2.5, 3.0 followed by a 4.0 noncompliant balloon. After this I advanced an intravascular ultrasound which confirmed crushing of the stent in the left main and that the wire was true lumen in the mid left circumflex. At this point I deployed a new stent, 4.0 x 23 mm extending from the left main into the left circumflex. Post dilation of the stent in the left main was performed with a 4.5 noncompliant balloon, followed by 5.0 compliant balloon with excellent angiographic results reducing the lesion from 70% in the left main to 0%. The lesion in the left circumflex improved from 90% to 0%. There was timi-3 flow. Ivus revealed excellent stent apposition, no evidence of edge dissection. Final angiogram was without evidence of guide catheter trauma wire perforation or edge dissection. Patient tolerated the procedure well and left the cath lab in hemodynamically stable condition. No known harm at this time."